Event description:
It was reported that a patient underwent a six-level occiput-c5 posterior fusion using an adjustable occipitocervical plate. Approximately 6 months post-operatively, a follow-up x-ray was performed and showed that a set screw that was used to attach the rod to the adjustable occipitocervical plate appeared be loose in the construct. According to the report, no revision surgery has been deemed necessary by the physician as the patient has fused and is asymptomatic at this time. No further complications were reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.